Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to moisture damage to the keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, broken battery tube threads, a broken reservoir tube lip and a cracked case at the reservoir tube window corners. (B)(4).

Event description:
The customer reported via telephone call that the numbers on the display cycled without input during a bolus and that the keypad became unresponsive. The blood glucose reading was 75 mg/dl. The customer reported that she was out on the farm and that it was hot. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.